Event description:
It was reported that after impacting the liner, the tip of the inserter broke off into the impactor ball. We were able to get the threads out from the impactor ball. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Visual examination of the returned product identified a portion of the threaded tip to be fractured. Scratching was observed up and down the shaft and on the strike plate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.